Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and post procedure the bwi product analysis lab identified (during a microscopic examination) that the helix inside the pebax of the device was found to be broken. During the procedure, error 106 was displayed on the carto system after the first ablation. A second device was used to complete the operation. There was no adverse event reported.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force sensor functionality test of the returned device were following j&j medtech's procedures. Visual analysis revealed no damage or anomalies on the device. The device was connected to the carto 3 system and it was recognized and visualized correctly; however, error 106 was displayed on the screen due to open circuits in the tip area. While performing dissection, a clicking sound was perceived; due to this condition, a microscopic examination was performed and the helix inside the pebax of the device was found to be broken. Additionally, it revealed that the pebax was broken, with no foreign material inside. A scanning electron microscope (sem) analysis was performed to determine if the damage in the pebax occurred from the inside or the outside; per the condition observed the damage appeared to have occurred from the outside to the inside. The tip of the device was dissected to look for issues related to the polyurethane (pu) adhesive to try to find the root cause of the issue; however, pu was found in good, normal condition. A manufacturing record evaluation was performed for the finished device number lot 31445046l and no internal actions related to the complaint were found during the review. The force sensor error reported by the customer was confirmed. The open circuit could be related to the broken helix; however, the potential cause of the broken helix cannot be conclusively determined. According with the results obtained from the sem analysis, the potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. Additionally, the pebax damage is unrelated to the issue reported by the customer. The carto® 3 system instructions for use (IFU) contain the following information: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).